Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and rupture. Healthcare professional also reported right side "hole, non-specific" via rga. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed one opening on the anterior side assessed as surgical damage. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observation. Non penetrating nick ( stress marks ).